Manufacturer narrative:
On (B)(6) 2020, the analysis was completed based on a photo that was provided investigation summary : upon visual evaluation of the image provided in the complaint, the implant was observed to be deflated. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-feb-2021, mentor received additional information regarding the patient's information and suspected medical device. The patient identifier is j.j.u. The suspected medical device was returned for evaluation. On 17-mar-2020, mentor received additional information regarding the patient's symptoms and implantation date. Initially, it was reported that a female patient underwent a revision breast augmentation with a 225cc mentor smooth round moderate profile prosthesis and experienced postoperative left-sided deflation. However, additional information revealed that a female patient underwent a revision breast augmentation with two 225cc mentor smooth round moderate profile prostheses and experienced postoperative bilateral deflation. Initially, the implantation date was estimated as (B)(6) 2006 and reported. However, based on additional information received, the implantation date was estimated as (B)(6) 2007. The relevant field has been updated. On 17-mar-2020, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak testing of the returned device. During visual analysis of the returned device, no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with the mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with a 225cc mentor smooth round moderate profile prosthesis and experienced postoperative left-sided deflation. Ultrasound performed on (B)(6) 2020 indicated the deflation. As a result, the patient underwent removal and replacement with an unspecified gel breast implant on (B)(6) 2020. The date of implantation was estimated as (B)(6) 2006 based on available information.